Event description:
It was reported that the log files contained back to back loss of external power events while connected to the mobile power unit (mpu) on (B)(6) 2024. Low voltage hazard events were seen that were the result of slow discharge of the mpu capacitors when they suddenly lost power. The system controller switched appropriately to the emergency backup battery. The events appeared to have resolved once external power was completely restored.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b2, type of report: corrected. Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file captured two no external power alarms on (B)(6) 2024 while the mobile power unit (mpu) was in use. The alarms appeared to have been caused by losses of ac power, as the voltage in both cables steadily decreased leading up to the alarms. Both alarms resolved within several seconds when power was restored to the system, and no other notable events were observed. The alarms did not prevent the system from operating as intended throughout the data. The mpu (serial number unknown) was not returned for analysis. Questions regarding the mpu and the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the mpu was not provided. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage and no external power conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.